Manufacturer narrative:
Date of device manufacture year is 2005. The month of manufacture was september. A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The inspiratory proportioning (ip) valve was replaced to resolve the issue.

Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, the unit can't symbolate the patient and bellows stay constantly full. There was no reported patient injury or involvement.